Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, and additional information based on the legal manufacturer's final investigation. Additional information was received indicating, the reported issue occurred on jan 12, 2023, and the intended procedure was completed. A device history record (DHR) review could not be performed since the device was manufactured more than 15 years ago, the records could not be confirmed. Based on the results of the investigation, the reported issue regarding ¿ image noise¿ was not reproduced, the reported issue regarding ¿cable kinked¿ was reproduced. However, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, the cable had appearance defect. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the camera head had a distorted image. There was no harm or user injury reported due to the event.